Event description:
The field clinical specialist (fcs) reported that the patient had a 26mm sapien 3 ultra implanted approximately 3 years and 8 months prior. The patient is symptomatic, and the valve is stenotic. The fcs attached the 3mensio work up for tavr in tavr, video and proctor review. The patient's symptoms were dyspnea and decreased exercise tolerance. Upon follow up, the vcc advised the patient's relevant comorbidities for this event include anemia, copd, and lung ca. The gradient 72/42 mmhg. The valve area/index 0.82. There was no leaflet issue. The patient was referred to another hospital. Upon review of medical records, the patient also had mild to moderate regurgitation. Per proctor review, the patient had calcification and mild to moderate regurgitation (unknown if pvl or central).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by edwards clinical imager. The imaging evaluation revealed that the leaflets were calcified, especially the right and non-coronary cusps. The complaint for calcification w as confirmed based on provided imagery. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as patient medical history of hyperlipidemia was reported in the medical records. According to the technical summary, evaluation of reported complaints of svd calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.